Event description:
Allegedly, the doctor was performing a bipolar prostrate resection, procedure and when the electrode was activated, the patient experienced obturator nerve reaction and body jumped; this resulted in perforation of the bladder. Original procedure was completed and a catheter placed in patient to address perforation. Later, catheter was removed and patient condition is good at this time; perforation healed. There was no malfunction of karl storz instruments reported; it was determined that covidien force triad esu malfunctioned and produced too much energy which caused nerve stimulation. We filed 2 mdrs for 2 events. Reference MFR report number: 9610617-2013-00036.